Event description:
Okay this is my second complaint to gillette about their products. I'm beyond annoyed, I don't want coupons, I'm agitated beyond words of your products. I used the gillette venus razor (B)(4) is the number on the razor cartridge and the ultra sensitive shave cream and had the sensitive razors before with massive razor burn. I tried different ways to prevent it nothing's helped. The razors and shave creams. I did all research to prevent it and still got it after following all instructions to prevent razor burn. This time both my legs suffered badly. Didn't go to primary care physician trying to home treat the razor burn. Just red bumps on both legs where I shaved treating using aloe vera and calamine lotion.